Event description:
It was observed that during the device evaluation, the video system center exhibited a damaged ac/dc power supply (alternating current/direct current) and the video connector has a worn-out lock latch causing image loss when the scope end connector is moved, as it fails to hold the connector properly. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a degradation problem and electrical/electronic component problem were identified. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.